Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) output connector was broken. It was also indicated that the upper case was broken, the lower case was broken and contaminated, and the display lens was cracked. It was also indicated that the battery release and battery release o-ring seal were contaminated. It was also indicate that the side bail covers, side bails, ring cover, and ring were missing. It was also indicated that the battery drawer, battery drawer o-ring seal and the serial number label were damaged. It was also indicated that the keyboard was scratched. It was also indicated that the display was out of specification electrically. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's ventricular output connector was broken. The epg was returned for service and testing and calibration. No patient complications have been reported as a result of this event.